Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment. Low battery alarms appear in the alarm history. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings:a review of the black box showed no evidence of a short battery life. Multiple call service 128 alarms were found. The battery compartment was cracked from the threads to the case seal on the side. Moisture was found in the battery canister. A leak was found in the battery compartment. The pump alarmed with a call service 078 upon the first rewind attempt. The pump cover was removed to find moisture corrosion on the motor flex connector. The short battery life complaint was unable to be investigated.